Manufacturer narrative:
Correction: per the clinic, the patient underwent skin revision surgery in (B)(6) 2016 (exact date not reported) under local anaesthesia. (B)(4).

Manufacturer narrative:
Device and initial implantation details unavailable at the time of this report, this report is filed on november 07, 2016. Registration number 3009092818 exemption number e2016011. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site; subsequently the patient was placed under general anaesthesia and underwent revision surgery on (B)(6) 2016, during an abutment change.